Event description:
It was reported the device would not heat up. No adverse effects reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty printed circuit board (pcb), cracked tank cover, cracked front cover, and corroded drain fitting. Wear and tear damaged line cord, enclosure, and pole clamp. Functional testing found the pot on the pcb used for temperature adjustments is damaged. The root cause of the reported issue was found to be customer damage. Replaced the pcb, drain fitting, enclosure, tank cover, front cover, plate clip, line cord, and pole clamp. Device passed all functional testing.